Event description:
According to the report the pt is not able to hear successfully with the device. The audiologist has tried fitting the pt with another ap for troubleshooting but pt was not able to hear with the replacement ap.